Manufacturer narrative:
Manufacture¿s investigation conclusion: no device-related issues were identified through the evaluation. The observed manual pump speed increases and subsequent corresponding elevated power consumption as the system drew more power to reach the new set speeds are not indicative of atypical pump performance. It was reported that the patient was admitted following a motor vehicle accident (mva) and had dark urine. Pump parameters reportedly appeared stable. It was also noted that the patient has a past medical history of threatened pump thrombosis. The submitted log file captured instances of manual speed increase along with subsequent corresponding increases in pump power consumption as the system drew more power to reach the new set speeds as per design. No notable events were observed, and the pump appeared to have operated as intended at the set speed with stable pump parameters. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although there were no device-related issues identified through the evaluation, section 1 of the IFU addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The IFU further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 of the IFU also provides information on setting the optimal fixed speed for each patient. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had dark urine. The log files noted increased speed and high powers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.